Event description:
It was reported that the device's therapy knob is damaged and requires replacement. There was reportedly no patient involvement.

Event description:
It was reported that the device's therapy know is damaged and requires replacement. There was reportedly no patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a replacement of the knob(implementation of fco 206) was passed to service provider. The customer evaluated the device and received remote support from the customer care solution center, during which a replacement of the knob(implementation of fco 206) was passed to service provider. The device remains at the customer site and no further evaluation is warranted at this time.